Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving a false positive result every couple of weeks when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). After receiving the false positive result, customer tested 3-4x on his wife's cue reader and obtained negative results. Customer also tested negative with several alternate unspecified covid-19 tests. Frequency of false positive results was not provided. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding this false positive result.